Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as the was no deformation observed that might contribute to the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found the nozzle is clogged by foreign material. Furthermore, the following additional issues were identified during inspection: up angulation below standard, play of the up/ down control knob, deep dents and scratches on the plastic complete video, a cracked light guide lens, and a crack on the bending section cover or distal sheath glue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope had a blocked air channel. The issue was found during reprocessing. There were no reports of patient harm or impact associated with this event. During testing and inspection of the device, the nozzle was found to be clogged with foreign matter, which had been attributed to insufficient cleaning. The device was appropriately precleaned without any delay after the procedure. The reprocessing accessories were used without any issues. The manual cleaning was performed within an hour after the procedure. The device was appropriately rinsed before manual disinfection. The air/water channel was flushed with water and air.